Event description:
It was reported the patient was presented to the emergency room (ER) the day before the report and was sleepy. The patient was admitted due to anemia and worsening lethargy. The health care provider (hcp) wanted the pump stopped. The patient was in the intensive care unit (ICU) and was lethargic and ¿couldn¿t even talk¿. It was unknown if the pump had been refilled or reprogrammed recently. The pump system was being used to infuse fentanyl. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).